Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during a hip arthroscopy, the suture from the qfix 1.8 mini broke from inside the anchor after deployment. Sometimes just when he pulls on one limb of suture to lengthen it and sometimes in the middle of knot tying. The procedure was completed without delay using a back-up device in the same bone hole. No further complications were reported.

Manufacturer narrative:
H10 h6: the shipping information was provided; however, the subject device was not made available to the designated complaint unit and thus a physical product evaluation could not be performed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A clinical review states that an intraoperative photos were provided for review and confirms the suture breakage. Based on the information provided no clinical factors were found which would have contributed to the reported breakage. The q-fix anchors and sutures are implantable, biocompatibility is not an issue. If retained micro-motion or movement cannot be predicted. There is potential risk for tissue inflammation and/or pain. No further clinical/medical assessment is warranted at this time. A review of material specifications found that suture strength requirements are specified. A certificate of analysis is required with each shipment verifying suture diameter & knot pull suture strength. The root cause of the reported event could not be determined since the device was not received for evaluation. Factors that could have contributed to the reported event include excessive force. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is received at a future date, this investigation will be reopened for evaluation.